Event description:
Erratic readings. In blood glucose tests, customer received readings of 125, 83 and 387 mg/dl within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.